Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08700 inches. The test p-cap locks properly in place in the reservoir compartment noted. Device received with cracked retainer, scratched case and pillowing keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized due to hyperglycemia on (B)(6) 2020. The customer's blood glucose level at the time of hospitalization was 432 mg/dl and the other blood glucose was 403 mg/dl. Customer¿s current blood glucose was 110 mg/dl. The customer experienced symptoms such as positive ketone, nausea, vomiting. The device verification test, self-test, and displacement test passed. Now customer was on pen therapy and was not using an insulin pump at the moment. Customer did not use auto mode. The customer reported that the retainer ring was loose. The insulin pump will be returned for analysis.